Event description:
During an implant procedure, the protective sleeve of the catheter did not stay in place after being locked into position. As a result, the catheter was removed from the introducer and it was observed that the helix of the leadless pacemaker (lp) was stretched. The catheter and lp were both replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed did no reveal any anomalies.